Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed low pacing impedance and oversensing noise on the atrial lead. No changes or intervention was performed. The patient condition was stable.

Event description:
Additional information received indicates that the atrial lead exhibited chronic high threshold and low pacing impedance. There was also no capture in bipolar figuration on the atrial lead. On (B)(6) 2025, the physician elected to cap and replace the atrial lead. There were no patient consequences.